Event description:
Complainant alleged that during biomed testing, the device's pacer output was not functioning. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and the device's control board flex cable was replaced to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.